Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14830370/15096104.

Event description:
It was reported that the patient underwent an explant procedure due to painful stimulation caused by arachnoiditis. The explanted devices were not returned.